Event description:
The user facility reported that during transurethral lithotripsy (tul), a rigid ureteroscope was manipulated (for crushing) while the terumo radifocus guidewire remained in the patient's body. After that, when the procedure was performed to replace it with a flexible ureteroscope, radifocus guidewire (probably the tip) remained in the patient's body. Currently, the patient has been transferred to another hospital, and there are no plans to remove the remained piece at this time. The procedure outcome was not reported.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no:k863138, k923607, k926214. H4: device manufacture date: unknown due to unknown lot number. Since the actual sample was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number: since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years, three similar reports of the product with the involved product code were found from other facilities. In each case, it was inferred that the fracture occurred due to excessive force applied during use. Therefore, it was determined that it was not due to a manufacturing defect. Cause of occurrence/conclusion: since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual product could not be investigated. In addition, since the actual sample was not returned, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "when using a drug or a device concurrently with the guide wire m, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the guide wire m. For example when using the guide wire m with any device that emits energy (laser, pressure, ultrasound, etc.) Confirm that the guide wire m is retracted into apposition where it will not be impacted by the energy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.